Manufacturer narrative:
Additional investigation revealed the following: the aortic valve root and leaflets were severely calcified, with the calcium distributed in bulky chunks. The valve was initially positioned 50:50 across the native annulus. Post deployment, the valve was positioned 70:30 aortic. The coaxial alignment of the delivery system was described as good. Balloon inflation was held for three or more seconds, and ventilation was held during valve deployment. There was no ventricular septal hypertrophy or mitral annular calcification. The patient's ejection fraction was 65%. The perceived cause of the 2+ paravalvular leak (pvl) was a large native annulus. The physician decided to deploy a second sapien valve because he wanted better results. The device is not available for evaluation as it remains implanted. A device history record (DHR) review was not performed because there was no allegation of device dysfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. (B)(4) the edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the reported 2+ paravalvular leak cannot be determined, however, per report, the physician determined the cause to be a large native annulus. A second sapien valve was deployed because the physician wanted better results and not because there was any device or procedural complication. Per report, there is no allegation that the 70:30 aortic placement of the sapien valve contributed to the 2+ pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 2+ paravalvular leak (pvl) was noted following deployment of a 23mm sapien valve. The physician decided to deploy a second sapien valve. After the second sapien valve was deployed, the pvl decreased to 1+. The physician was satisfied with this result. No additional information is available at this time.